Event description:
It was reported that the patient presented in the hospital. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high, out of range pacing impedance. Varying r-wave sensing amplitude and capture loss were noted. No intervention was performed. The patient was in stable condition.